Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, heavily tortuous, 75% right coronary artery below the bifurcation. After a non-abbott guide wire crossed the lesion the guide wire was exchanged to a different non-abbott guide wire due to the heavy tortuosity of the lesion. The 2.0x15 mm trek rx balloon catheter was advanced and inflated; however, the balloon ruptured during the first inflation at 9 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon catheter was exchanged for a non-abbott balloon catheter to complete the case successfully with balloon angioplasty only due to the diameter of the vessel being small (2.25 mm). No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.